Manufacturer narrative:
The original MDR 1217157-2014-00031 was filed with FDA on march 04, 2014. Additional information: siemens representative reviewed the files for the day ((B)(6) 2014) in question, and confirmed that ph calibration errors began at 15:35. Siemens representative also indicated that the repeat calibration was passed so ph was still available for testing but each subsequent calibration on that day had to be repeated. There were no ph calibration errors prior to 15:35 and the last qc run at noon time was in range. Customer had service on site to address the issue and since then the issue has been resolved.

Event description:
Customer reported instrument displayed low ph results. Customer indicated that aqc (automatic quality control) was run on (B)(6) 2014 at noon and results were in range. Five patient samples were run and a physician questioned one of the ph results as being too low. Aqc was repeated and ph results were low and out of range. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant ph results is unknown.